Event description:
A distributor reported on behalf of a customer that the trs-robo-12, ancr tissue retrieval system, 12mm, 250ml (5/bx) device was being used during a lobectomy procedure on (B)(6) 2024, and ¿medium bag string breaks inside patient body when surgeon tried to pull specimen out.¿. Follow-up assessment found that the bag fragmented and "the fragment went inside the patient body". The specimen was described as ¿well encapsulated¿, so all portions of specimen and all device fragments were retrieved. The procedure was completed with an alternate same device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 9 devices, for this device family and failure mode. During this same time frame 752,581 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the trs-robo-12, ancr tissue retrieval system, 12mm, 250ml (5/bx) device was being used during a lobectomy procedure on (B)(6) 2024, and ¿medium bag string breaks inside patient body when surgeon tried to pull specimen out.¿. Follow-up assessment found that the bag fragmented and "the fragment went inside the patient body". The specimen was described as ¿well encapsulated¿, so all portions of specimen and all device fragments were retrieved. The procedure was completed with an alternate same device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.